Event description:
The customer reported to olympus, during a therapeutic stone retrieval, the stone was grasped but the physician was unable to retrieve the stone or release the stone. The stone was stuck. The physician did not have the emergency device bml-110a-1 available at this time to cut the basket. The physician stated he was having the patient transferred to another facility to safely remove the basket. Attempts to retrieve additional information have been unsuccessful. No additional information available.